Manufacturer narrative:
Additional information was received that the delivery shaft did not separate. The whole device was removed from the patient as a unit with the sheath. There was no difficulty removing the device and no excessive force was used to remove the device. Therefore, the reported event does not meet the requirements of a malfunction that requires submission of a regulatory report and no further reports will be forthcoming regarding this event.

Manufacturer narrative:
(B)(6). A review of the manufacturing documentation associated lot 17362610 revealed no anomalies during the manufacturing and inspection processes. The device is available for return but has not been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 6f exoseal for vascular closure, the indicator window indicator did not change to black after 1cm, the blood stopped. There was no reported patient injury. The device will be returned for analysis. Additional information was received that the delivery shaft also separated. The procedure used a retrograde approach for an interventional procedure. The physician achieved certification on the use of exoseal vcd and the physician used the exoseal vcd 5 times prior to this procedure. The exoseal vcd prepped according to IFU instructions. There were no visible signs of device/package damage prior to use. One exoseal was used in this patient. A 6f terumo sheath was used in the procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click heard. The exoseal vcd and vascular sheath introducer removed and manual compression used to achieve hemostasis. There was e pulsatile flow observed from the bleed-back indicator and the bleed back indicator was not visibly damaged. The indicator window did not change to black-black and the whole delivery shaft came off. The plug did not deploy. Additional clarification is pending. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The pulsatile flow stopped and did not return. The exoseal vcd and vascular sheath introducer retracted together until the indicator window changed to solid black color. The physician did not have the thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction.